Event description:
(B)(4). Initial report: this case was reported by a dermatologist with limited info only: a pt suffered from granulomas after injection of poly-l-lactic acid (sculptra).

Manufacturer narrative:
Additional info received on (B)(6) 2008. Addendum provided by dermatologist: approx one year ago, the pt had been treated with poly-l-lactic acid (sculptra, nos); approx six months later, the pt suffered from granulomas and compact cords at cheek / forehead (visible/palpable). Further info was not provided. Additional info received on (B)(6) 2008. Assessment after ptc investigation: batch record review without hint to root cause; no faults, damages, defects detectable; conclusion: no faults detectable.